Manufacturer narrative:
Approximate age of device- 21 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was on a post-operative course complicated by cardiogenic and hypovolemic shock. This was likely secondary to a gastrointestinal (gi) bleed with a drop in hemoglobin to a low of 3.2 g/dl following 2 large melanotic bowel movements. The patient is a (B)(6) and desired to avoid blood products which was also confirmed with the patient's family. The gi scope showed duodenal ulcers with minimal bleeding. There was other intervention at the time. The patient had low mean arterial pressure (maps) that morning and was started on vaso and epinephrine. The patient was given an IV of vitamin k, epo, vitamins, and octreotide. The patient had continuing shock requiring maxing of pressors. The patient went into ventricular fibrillation with a loss of lvad flows and pulse. The patient received 3 rounds of CPR. The patient was found to be unresponsive on exam with absent breath sounds and absent s1/s2 for 60 seconds. The patient's pupils were fixed and dilated with cranial nerve reflexes absent and no withdrawal from painful stimuli. Asystole was noted on telemetry. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported events leading up to the patient¿s expiration could not conclusively be established through this evaluation. The account communicated on (B)(6) 2019 stating that the patient¿s death was not device related. The device was not explanted and will not be returned. The heartmate 3 lvas IFU lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.